Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and impedance, possibly due to fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574, implantable pacing lead, (B)(6) 2004. (B)(4).